Event description:
The customer stated, that he tested his blood glucose using his breeze meter. His sister's breeze meter. His sister's meter read 141 mg/dl, while his meter read "hi". The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also performed control tests while troubleshooting and received 2 results of "hi". The normal control range was 116-167 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. A new breeze2 meter kit was sent to the customer.